Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 694758 implantable tachy lead 2010 (B)(6); 5568 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured and had high impedance on the superior vena cava (svc) portion of the lead. It was further reported that at the lead revision, the device had unexpected longevity with only 20 months left. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.